Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed, and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to monitor glucose and reported being unable to insert new sensor as new sensor order had yet to arrive. The customer subsequently experienced tremors, palpitations, feeling poor, impaired vision, and seizure. However, the customer reported being able to self-treat with a sweet drink. There was no report of third-party treatment, death, or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to monitor glucose and reported being unable to insert new sensor as new sensor order had yet to arrive. The customer subsequently experienced tremors, palpitations, feeling poor, impaired vision, and seizure. However, the customer reported being able to self-treat with a sweet drink. There was no report of third-party treatment, death, or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to monitor glucose and reported being unable to insert new sensor as new sensor order had yet to arrive. The customer subsequently experienced tremors, palpitations, feeling poor, impaired vision, and seizure. However, the customer reported being able to self-treat with a sweet drink. There was no report of third-party treatment, death, or permanent injury associated with this event.